Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/ discolored. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the pump history and testing confirmed the time and date reset to factory settings. A review of the pump history revealed after a power on reset on 05/08/2013 the time and date were not set correctly by the user. The pump was opened and the internal battery was found to be leaking. Visual observation of the pump revealed the battery compartment was cracked.